Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual and functional testing were performed. Visual inspection showed that the top and bottom cases were in excellent condition. No visible contamination. During the power up process and calibration verification testing, the problem was duplicated. The root cause of the reported issue was found to be the plunger cable. Intermittent reading caused by the plunger cable. Replaced plunger cable. Performed calibration on the pump and passed.

Event description:
It was reported that there was a force sensor failure. No patient injury was reported.